Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, oversensing was observed on the atrial channel. The intermittent oversensing resulted in auto mode switch episodes. Programming changes were made. Patient was asymptomatic and will continue to be followed normally.